Event description:
Additional information was received. It was clarified that after implanted for several years, it was thought tissue had adhered to the implantable neurostimulator (ins) and extension which increased the fixation, and the adhesion tissue was peeled off by the replacement procedure so the extension could move freely. It was reported that it seemed that the "production" near the 0th electrode was unstable, but it was unknown how unstable. No electrode damage occurred during the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 29-sep-2019, implanted: (B)(6) 2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance before closing the patient during replacement procedure. Impedance prior to the procedure was around 2000 ohms, but later was 6000 ohms on the number 0 electrode. The physician stated the number 0 electrode portion of the extension was soft/loose. It was thought the extension was "fixed by the adhesion tissue" before replacement and the "fixing was loose" by the replacement procedure. The procedure was completed because electrode 0 was not used for treatment. The patient was implanted for parkinson's disease.